Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the implantable pulse generator (ipg) showed high impedance on the right ventricular (rv) lead and exit block. The ipg was explanted and replaced and then showed normal rv lead values. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) showed high impedance on the right ventricular (rv) lead and exit block. The ipg was explanted and replaced and then showed normal rv lead values. No patient complications have been reported as a result of this event.